Manufacturer narrative:
Evaluation of the returned velocity delivery microcatheter (velocity) confirmed that the catheter was fractured in multiple locations. If the velocity is advanced against resistance, damage such as a kink and subsequent fracture may occur. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed that the strain relief was stretched near the hub. This damage was incidental to the reported complaint and may occur if the rotating hemostasis valve (rhv) not unfastened during retraction. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity) and a penumbra system red72 reperfusion catheter (red72). During the procedure, while advancing the velocity into the red72, the physician fractured the velocity in three separate locations. Therefore, the physician removed the red72 containing the fractured velocity. It was reported that the fractured segments of the velocity were flushed out of the red72 on the back table. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.